Manufacturer narrative:
This is a report of a use error where the patient made an incomplete connection when connecting the line of a cassette to a solution bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain two of five. The patient was connected at the time of the alarm. The patient stated that one of the solution bags became loose. The technical service representative (tsr) explained the system error 2240 and advised the patient to start over with all new supplies. The tsr determined that the loose connection was due to an incomplete connection made by the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.